Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Physician was attempting to treat a calcified lesion using amphirion deep balloon catheter. It was reported the device was prepped with no issues noted. It was reported that during procedure balloon ruptured. No patient injury reported for this event.

Manufacturer narrative:
Device evaluation: the device was returned in a double medical pouch. The device was found broken in two parts. Traces of blood were detected on the balloon and on the shaft. The outer shaft was broken close to the balloon welding. The balloon was unfolded. The guide wire tube was broken on the tip welding and resulted stretched resulting in the guide wire passage failed. One marker band was still crimped on the guide wire tube while the other one was found into the balloon. No other abnormalities detected on the device.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.